Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient (pt) reported. Pt stated they turned off the stimulation because it gives them incredible pain at the implant site. Pt would like to know how to turn this ¿thing¿ completely off. Pt commented that something still is going on in there. Pt mentioned they could not get out of their bed because when they stand up, it¿s on the right side, they can¿t as they don¿t have any mobility with that leg. Pt stated that even though they¿re not stimulating, they can¿t turn it off completely. Pt also stated they turned off the stimulator to see if it would stop shocking them and mentioned they reached back there to rub the ¿knot¿ that came there. Pt stated that when they rub the implant site, they can actually feel the lead. When they touch the lead, it gives them a shock. Pt added that the lead has moved over to their side. It¿s in their subcutaneous skin where they can actually feel it. Pt confirmed that the stimulation was off as shown on the controller. The pt was redirected to their hcp to check the condition of their implant. During the call, the pt mentioned that their doctor was calling them. While on hold, the call was disconnected. The agent called the patient back to confirm the event date and hcp, but the call was routed to voicemail. A message was left.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 13-may-2028, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 16-apr-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.